Manufacturer narrative:
Customer is not questioning assays or patient results. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found leaking liquid waste and wash buffer transfer tubing. The fse replaced leaking tubing and verified system performance to published specifications. Hardware is the root cause for this event.

Event description:
The customer contacted beckman coulter inc., (bci) regarding a leak from the back left side of the unicel dxi 800 access immunoassay system. Per customer, there was no exposure to the leaking fluids. No injuries were reported by the customer.